Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
The customer powered on the ventilation and confirmed that the unit does alarm oxygen not available. The customer changed out the o2 manifold, and the issue continued. The customer tried a different flow meter, and the issue continued. Product support advised the customer that there is a restriction either in the o2 hose or the o2 connector. The customer swapped both with a working unit, and the unit is now set to 140 lpm delivered avg. O2 reads 140.2 lpm. The product support advised the customer that the restriction was in the old hose or flow meter. The customer to discard the o2 hose and flow meter. Product support advised the customer to perform the performance verification to ensure that the issue is resolved. The customer replaced the o2 hose and flow meter, and the issue was corrected. Product support advised the customer to perform the performance verification to ensure that the issue is resolved.